Event description:
A distributor in (B)(6) reported that their patient informed them that he awoke to a burning smell and the power cord had melted through and fused to the back of his hc234 CPAP humidifier. There was no patient injury.

Manufacturer narrative:
(B)(4). Method: the returned device was visually inspected externally and internally for heat damage. The unit was also powered up using a new power cord. Results: smoke stains were present on the external casing around the power cord inlet. The power cord plug was melted and deformed where it attaches to the device. Part of the connector of the power cord was lodged in the power socket. Smoke residue was found in the air box. The unit started and worked normally with the new power cord. Conclusion: the manufacturer of the power cord concluded in their investigation report that prolonged bending of the lead had caused the failure at the plug. This prolonged bending stressed the wire strands at the crimped joint, causing them to break gradually and finally resulted in arcing that melted the copper strands as well as the pvc over-moulding. The hc604 is designed to the electrical safety standard, (B)(4). The materials used in the thermoplastic components of the mains connector and the cases are flame retardant according to (B)(4). Our equivalent product in the us is designed to the standard, (B)(4), for both hc234 and power cord. This is a reusable device and as at the end of sep 2009, we have had three complaints for the last year (B)(4)